Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary biopsy forceps was used at the mediastinal lymph node during an endobrochial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, a coredx forceps was used to obtained biopsies at station 7 and non-bsc 22ga needle was used to obtain biopsies at the 4r position. The samples from the needle passes were inconclusive, but the biopsies from the forceps showed scant granulomas. The procedure was completed at this time. There was no issue encountered during this procedure and no alleged malfunction or deficiency of the biopsy forceps. Three weeks after the procedure, the patient had mediastinitis and was admitted to the intensive care unit. It was noted that most of the inflammation was superior near the 4r location. The patient was treated with intravenous antibacterials and anti-fungal medications. The patient was released after 5 days but continued to get these infusions on an outpatient basis after discharged. In the physician's assessment, the cause of the mediastinitis is the biopsies taken during the ebus procedure. However, the physician noted that it is hard to attribute the mediastinitis to the coredx biopsy only because the fna biopsies were taken with a non-bsc needle during the same procedure, and the fna biopsies occurred at the 4r position where the inflammation occurred. In the physician's assessment, there are no patient co-morbidities that could have caused or contributed to the mediastinitis.